Manufacturer narrative:
The field service engineer (fse) replaced the power management printed circuit board assembly (pm pcba) to resolve the issue. The device passed testing and was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer reported they are unable to turn off the ventilator because the touchscreen was not working. Additionally, there was a continuous alarm to check the patient circuit and there was no blower function. The alarm showed patient occlusion. The device was reported to be in clinical use and no adverse patient harm was reported. The customer spoke with a remote service engineer (rse) and reported they were unable to turn off the unit and the touchscreen is not working. The customer advised auxiliary alarm supply failed, 35v supply failed, and backup alarm failed in the significant event logs. The customer advised 35v in the pneumatics screen is 0v. The customer advised the unit does not run on battery only. The customer requests onsite service for power management board replacement.